Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.